Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer cable was broken. The power supply was found to be worn and broken. It was also determined at analysis that the fan was noisy, and the left keyboard hinge and upper and lower handle was broken. The paper tray was empty, and the upper and lower bullets were missing. There was minor damage to the display front bezel, considered as acceptable. The rear cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer cable was broken. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.